Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the medium-large clip applier instrument became bent and would not fire the clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to clip application (instrument inside patient). The issue was related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). 10 mm clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue occurred after the 2nd clip application.

Manufacturer narrative:
The medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Common causes of the failure mode bent-severely instrument grips are attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.